Manufacturer narrative:
(B)(4). Evaluation results: gi bleed. Conclusion: based on the information provided, no root cause can be determined.

Event description:
Two endeavor sprint otw drug eluting stents were implanted; one to the proximal rca and one to the distal rca. Five months post index procedure, the patient was admitted to (B)(6) with tarry stools and abdominal pain. Patient was reported to have a gi bleed and anemia. Patient received 2 units of ptbcs. An esophagogastroduodenoscopy found an ulcer in the antrum on the stomach. Patient recovered with treatment. Investigator reports that the event had no relation to the device/procedure, but a possible relation to the drug. (MFR# 9612164-2011-00130).